Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, the surgical light's brake sleeve cover was locked and rusted. There was no injury reported, however, we decided to report the event based on the potential for harm as rust presence may lead to particles detachment / falling off into sterile field or during procedure ¿ which may cause contamination. The company representative, who visited the site, confirmed the alleged issue and provided photographic evidence. It was established that when the event occurred, the surgical light did not meet its specification as appearance of rust is considered as technical deficiency. The device contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The issue is indicated by our product experts to likely be caused by user error and the customer not following cleaning protocol. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manual IFU 01581/01601), avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appareance of rust or the degradation of the surface, the technical manual 01582/01602 mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manual IFU 01581/01601 mentions to perform daily inspections in order to detect paint defects, impact marks or other damages. The manufacturer recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with powerled surgical light. As it was stated, the surgical light's brake sleeve cover was locked and rusted. There was no injury reported, however, we decided to report the event based on the potential as rust appearence may lead to particles detachment and further particles falling off into sterile field or during procedure may cause contamination.